Event description:
It was reported that the customer could not get his sensor to blink, indicating that it was active, after inserting it. His blood glucose was 464mg/dl at the time of reporting, which he was treating with his pump. The customer agreed to the troubleshooting process. He reportedly had already disconnected his old sensor at that point. He reported that a new sensor was able to connect and was functioning properly. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.